Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards, cables, and connectors, and reformatted the cine drive. The system operates as intended.

Event description:
The customer reported: "first cine image and 3rd cine image getting mixed during scanning." There is no report of injury or death associated with the event described in this complaint.